Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted to the hospital with heart failure and hemolysis. The event log showed speed changes and a pump power change associated with a pl event.

Manufacturer narrative:
The patient remains on going with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.